Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 11 / page 129: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. The easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
On (B)(6) 2018, the patient hit a wooden column where her pod was located but believed it was still working. During the night, around 3:00, the patient was not feeling well. The patient's blood glucose (bg) levels were 24 mmol/l (432 mg/dl). Attempts were made to lower her levels using the pod but it was unsuccessful. An ambulance was called at 9:00 when the patient's bg levels rose to 28 mmol/l (505 mg/dl) and she felt pain in her breast. The ambulance arrived at around 10:00 and treated the patient with kalium and natrium prior to arrival at the hospital. At 11:00, on (B)(6) 2018, the patient was hospitalized and treated with 2 infusions of insulin. The patient's bg levels were above 30 mmol/l (541 mg/dl) upon admittance and she was diagnosed with diabetic ketoacidosis. As the customer was experiencing fainting episodes during this time she does not recall further details. At 15:00, on (B)(6) 2018, the patient was discharged. Nothing unusual was noted in regards to the pod, that she can recall, and the patient believes she "overestimated" the situation when she bumped her arm and did not suspect the cannula dislodged. The pod was worn between 4 and 24 hours on the arm and was discarded.